Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy, the fan retractor snapped at articulating point on retractor. Upon retracting the prostate they heard a "pop" noise. They removed the instrument to discover it broke in the most distal portion of the shaft near the hinge. At the time they didn't notice anything fall into the patient. No patient injury. Occurred with 2 pieces. Pieces of the plastic were missing from the instrument but they were not noticed until the instrument was washed. The surgeon was notified of the possibility that plastic was left inside the patient, but the surgeon didn't think anything fell inside and wasn't concerned. No other information provided.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Clevis pieces were disengaged from each side of the instrument. The knob to expand the blades functioned properly; the blades could be expanded fully. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.